Event description:
The hospital reported that while priming a set which included the q2 multiport manifold, the nurse noticed the set was leaking. The set was not connected to the pt at the time; this was prior to use on a pt. The device was returned to the MFR for evaluation.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation. The investigation thus far has identified several minor improvements and adjustments to increase process robustness. Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.